Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected d.9 returned to manufacturer, h.3 device evaluated by manufacturer, h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Radial balloon burst confirmed at proximal and distal shoulders of balloon. Inflation balloon area was not returned. Imagery was not provided for review. The complaint was confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. No visual abnormalities were observed on the returned sample. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. In this case ''the patient had heavy calcium in lvot and leaflets.'' The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported, it was a case of a 26mm sapien 3 valve, in aortic position by transfemoral approach. During procedure, at the end of the valve deployment, the balloon burst. The balloon was nominally inflated and the valve was fully deployed without pvl. There were no issues when removing the balloon from the esheath. On examination of delivery system post procedure, the balloon was noted to be torn at proximal end. The patient was in stable condition post-procedure. The patient had heavy calcium in the lvot and leaflets. The valve was positioned lower in the lvot to avoid the calcified left main.

Manufacturer narrative:
The investigation is ongoing. H3: the device has not been returned.